Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 38-year-old caucasian female who underwent breast augmentation with a 325cc mentor memorygel breast implant experienced spontaneous left sided rupture, right sided gel bleed, and the presence of an auto immune disorder post procedure. She was diagnosed with an undifferentiated connective tissue disorder with a positive antinuclear antibody test in 2017. The rupture was diagnosed through a physical examination. As a result, bilateral prosthesis replacement with 390cc mentor memorygel breast implants was performed on (B)(6) 2022. The gel bleed was discovered with explant. The left sided rupture was reported initially under 1645337-2022-04496 on (B)(6) 2022. On (B)(6) 2022 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On august 10, 2022 mentor became aware that the product returned status erroneously reflected that the device was not returned with the initial report submitted. The mentor failure analysis lab received the device for evaluation on july 14, 2022. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on august 12, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Leak testing was performed, according to the mentor procedures, and it identified a tear within the crease/fold measuring less than 0.1 cm. The gel bleed reported could be caused by the rupture found. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Based on these reports, product evaluation (pe) is unable to confirm that the reported complaints are device-related; however, mentor continues to include extensive discussions on alleged silicone responses in its product insert data sheets so that the patient and physician are fully informed of any potential risks. Mentor believes its current controls are adequate. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).